Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone of experiencing hospitalization. The customer was in a diabetic coma for 13 hours in (B)(6) 2010. The customer's blood glucose during time of incident was 244 mg/dl. The customer also had blood glucose of 220 mg/dl and 226 mg/dl. The customer treated with bolus wizard. The insulin pump will not be returned for analysis.